Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they are currently not using op5 due to the adhesive on the pods. The patient has experienced pain, discomfort, and skin breakage, due to the adverse skin reaction to the adhesive, especially during removal of the pod. The patient reported the issue to their doctor and submitted photos of the adverse reaction the adhesive has caused to their body. The patient primarily wears the pods on their abdominal area. These symptoms have been experienced since starting op5. The patient reported this issue has resulted in scarring.